Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical services for high blood glucose on unknown date. Blood glucose reading went over 500 mg/dl. The customer alleged that insulin pump was under delivering insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of incident. The insulin pump and reservoir will not be returned for analysis.